Event description:
It was reported to medtronic minimed that the customer reported a pump error 35 (a broken force sensor was detected during seating or regular delivery) and an open book image. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump did not show any signs of damage. Instructed customer that pump will be replaced. Instructed customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit powered on successfully. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test. No critical pump error (open book) or pump error 35 were noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. However, no relevant alarms were noted in adapt to confirm customer's alleged pump error 35 or critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Moisture damage was found on motor force sensor connector on pcb1. Isolate to electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer's allegations of critical pump error (open book) were not confirmed when unit powered successfully, and no critical pump error (open book) was noted. Customer's allegations of pump error 35 were not confirmed when no relevant alarms were noted during download history review or during testing. However, moisture damage was found on electronic assembly during deconstructive analysis. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.